Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2013. During the procedure, the device failed. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the returned blade passed the sharpness test. As tested, the blade was sharp and would cut. The blade failed to rotate during the evaluation; but it is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended.